Event description:
Discordant troponin (tni), human chorionic gonadotropin (hcg), valproic acid (valp), brain natriuretic peptide (bnp) and vancomycin (vanco) results were obtained on multiple patient samples on an advia centaur xp instrument. The initial results were reported to the physician(s). The samples were repeated on the same instrument and the corrected results were reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant tni, hcg, valp, bnp and vanco results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that the customer left bleach in the system water reservoir, which contaminated the system. The cse cleaned the water reservoir, reagent probe and aspirate probe wash guides and performed system priming. The cause of the discordant results is due to user error. The cse replaced the primary and ancillary reagents and successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.